Event description:
Reportedly this ring was explanted after one day due to dehiscence of the valve leaflets which caused insufficiency. Device is not available for return. No further information available.